Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: sw kit 9735737 stealth s8 cranial. The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that during both biopsy procedures and axiem shunt procedures, the guidance view image was rotating greater than 90 degrees when tracking the needle or the stylet. The surgeons like the exams rotated so that the nose is in reference to how the patient in pinned, but the guidance view "continues to spin". The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. It was noted that the behavior described was the intended behavior of the software. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional initial reporter information received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported that the issue did not affect the patient and it was accurate. It was the physician preference.